Event description:
The customer reported via phone call that they had a compromised force sensor system alarm on the insulin pump. Customer stated that the pump stopped working and it was priming all the insulin out. Customer stated that the pump is forcing a rewind. Customer is unable to exit the preparing to prime loop and the drive support cap is protruded. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised to discontinue use of the pump. Customer was advised that the insulin pump will need to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, and a cracked case near the display window corners. The pump also had a peeling keypad overlay, a missing address/serial number label, and missing end cap sticker. The pump gave a motor error alarm during the basic occlusion test due to a loose/protruded drive support disk. No other alarms noted.